Event description:
It was reported that during a laparoscopic gastric bypass, roux en y, the staples did not form complete "b shape" on part of the staple line. Another device was used to complete the case. There was no adverse consequence to the patient. Or time was extended for a short period of time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.(B)(6).